Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into an existing non-medtronic homograft, the valve was difficult to position due to the patient¿s severe aortic insufficiency and large annulus. The valve dislodged into the left ventricular outflow tract (lvot) upon release from the delivery catheter system (dcs) at a reported depth greater than 14 mm. Severe paravalvular leak (pvl) was noted. A second valve was implanted valve-in-valve 10 mm higher reducing the pvl. The patient¿s anatomy was reported to be mildly calcified with a pre-existing aneurysmal aortic dissection throughout the entire aorta prior to the procedure. No adverse patient effects were reported.